Event description:
Additional information provided by a nurse at the user facility indicated that stiches were required to close the incision.

Event description:
A nurse reported that during implantation of an intraocular lens (iol) it was noted that a haptic was broken. Enlargement of the incision was required to remove the damage lens.